Manufacturer narrative:
Additional information: h6: type of investigation. H3: product evaluation: customer report that "leaflets not opening well and adequately" was unable to be confirmed. As received indentations were observed on the free margins of leaflets 2 and 3 near commissure 3. Indentations were wider than the typical suture loop. Cloth imprint marks were observed on leaflet 3 near commissure 3. Sewing ring cloth was cut in multiple areas around the valve and exposed the sewing ring silicone. X-ray demonstrated wireform intact. Multiple suture holes were visible around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Following additional review, it was concluded that the ventricular rupture occurring two days after surgery is not related to the initially implanted edwards bioprosthetic valve nor to any device malfunction. There is also no evidence linking it to the duration of the surgical procedure or to the explant performed during the implantation. Key conclusions: ventricular rupture: occurred approximately 48 hours after surgery, with no indications of device malfunction or intraoperative traumatic complications associated with the implantation or explant of the edwards device. Death: there is no direct relationship between the death due to ventricular rupture and the edwards valve or the explant procedure. The clinical information suggests a postoperative complication derived from the patients pre-existing ventricular pathology. Non-edwards device: after the explant, an alternative bioprosthetic valve (non-edwards) was implanted prior to the complication. No sufficient evidence exists to attribute the death or any serious injury to the edwards device, nor to consider a recurrence risk likely; therefore, the event does not meet reportability criteria. Consequently, withdrawal of the previously submitted report is considered appropriate. All documentation will be retained in the complaint and post-market surveillance files, and the case will remain included in routine trend analysis activities. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Corrected, updated or added information: h6: device code, type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: per r&d functional evaluation. Close up inspection shows leaflet indentation on leaflets 2 & 3 near commissure 3. These features are consistent with a force pressing on the leaflet free edges in the retrograde direction, usually due to suture entrapment by a suture with or without pledgets, interference with the preserved valvular subvalvular apparatus such as chordae, or surgical tools. The returned valve competency was evaluated using edwards standardized in vitro tests for pulsatile flow and steady backpressure leakage under simulated normal physiological conditions. All three leaflets partially opened, reproducing partially the reported leaflet not opening well . All three leaflets closed completely. Partial opening of the leaflets is most likely due to dehydration, blood exposure, and subsequent storage in formalin causing the leaflets to stiffen. Damage to leaflets 2 and 3 can also contribute to the partial opening of leaflets 2 and 3. However, valve still met all requirements in terms of efective orifice area (eoa) and regurgitant fraction. During implantation of the valve, any impingement in the leaflet can cause improper leaflet motion and coaptation, resulting in valve failure. The results from in vitro testing may be different from those obtained in vivo due to hemodynamic and environmental differences, which were not present when the valve was returned to edwards. A device history record (DHR) was performed, and no relevant non-conformances were identified. During the complaint history review, all applicable complaints were caused by similar procedural factors. Per edward's manufacturing process, leaflet sorting, valve flow and coaptation testing, and visual valve inspections were completed to ensure leaflet tissue quality, pressure gradient values, flow/coaptation, outflow/inflow general appearance and wireform/stitching quality all met specifications. Therefore, it is not likely that the indentations in the leaflets were caused by the manufacturing process. Based on the information available, the complaint for leaflet immobility restricted motion is able to be confirmed and most likely resulted from procedural factors, including external force pressing on the leaflet free edges due to suture entrapment by a suture with or without pledgets, interference with the preserved valvular/subvalvular apparatus such as chordae, or surgical tools. An edwards manufacturing defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from colombia that a valve model 7300tfx27 implanted in the mitral position was explanted at implant due to leaflets not opening well and adequately. Reportedly, the valve was placed correctly using full sternotomy approach. There were no difficulties using the tricentrix holder, which was used per IFU. However, in the intraoperative echo it was observed that two (2) of the leaflets were not opening correctly, as if they were damaged. Thus, decision was made to exchange the device and another bioprosthetic valve was implanted in replacement. Reportedly, the patient died two days after procedure due to ventricular disruption.